Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1932601 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the user tried to shift the green shuttle of a 6f-7f mynxgrip vascular closure device (vcd) towards the artery, however; it was not possible to proceed further at this stage even if the user tried several times. Therefore, the balloon was deflated and withdrew the device mynx system completely from the body and it was followed by standard manual compression for 15 minutes to finalize the procedure. The operation went well. There was no reported patient injury. The procedure was an interventional peripheral procedure using an antegrade approach. The patient has a history of an endovascular treatment of the superficial femoral artery (sfa) within the last year. The user is mynx certified. The device storage temperature did not exceed 25 °c. The user unpacked the device and performed the test according to the instruction for use (IFU) as usual. The device was introduced into a 6f non cordis sheath and continued to the artery. The balloon was inflated and retracted until it was aligned with the tissue track and kept the black shuttle tight. The femoral artery¿s suitability was not verified on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The patient was not morbidly obese. The sealant was not stuck to device components. Other procedural details were requested but unknown or unavailable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d10, g4, g7, h1, h2, h3, h6, h10, h11. As reported, the user tried to shift the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd) towards the artery, however; it was not possible to proceed further at this stage even if the user tried several times. Therefore, the balloon was deflated and withdrew the device mynx system completely from the body and it was followed by standard manual compression for 15 minutes to finalize the procedure. The operation went well. There was no reported patient injury. The procedure was an interventional peripheral procedure using an antegrade approach. The patient had a history of an endovascular treatment of the superficial femoral artery (sfa) within the last year. The user was mynx certified. The device storage temperature did not exceed 25 °c. The user unpacked the device and performed the test according to the instruction for use (IFU) as usual. The device was introduced into a 6f non cordis sheath and continued to the artery. The balloon was inflated and retracted until it was aligned with the tissue track and kept the black shuttle tight. The femoral artery¿s suitability was not verified on angiography. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The patient was not morbidly obese. The sealant was not stuck to device components. Other procedural details were requested but unknown or unavailable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The procedural sheath was not returned. The sealant remained inside the shuttle cartridge in manufactured position. The grip tip of the sealant was exposed to blood and stuck to the catheter. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis, the grip tip of the sealant was removed, and shuttle movement was checked and no resistance was felt. The shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1932601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant exposed to blood prematurely, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.